Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump exhibited a loss of power. No adverse effects were reported.

Manufacturer narrative:
Evaluation results: one cadd-legacy 1 was returned for investigation in used condition. The keypad and labels were intact, but the lens was slightly pitted. The customer's reported product problem that the pump looses power was replicated. The event log verified that the event occurred. The pump was opened and inspected. The inspection found that the ground shield on the front housing was loose and misaligned on the front housing. The loose shield may have affected the ground reference for the mp board. The front housing was replaced to address the loose shield. A root cause was not established.